Event description:
I had a severe hernia where my intestines were coming through. I was in intense pain, nausea, and swelling in my left groin and thigh. Dr (B)(6) of the (B)(6) performed surgery when he used gore-tex mesh to repair the hernia. He told me I would have no more pain. I have had continuous pain and one year later I told him I was still in pain. He told me it was scar tissue and I would be fine. The pain continued and has gotten even worse with swelling and there is now a lump there. So I went to a specialist last week who told me that the hernia came back through and I will have to have another surgery to correct the issue without the gore-tex.. He explained that this technique does not work and causes issues. I have suffered for 3 years due to the gore-tex mesh. My doctor says he has to remove the mesh. Help!